Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking fluid into the over pouch of the bag. The leak was discovered at the end user facility prior to patient infusion. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a very large leak spraying liquid on the right edge. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as an edge gouge with a large particle of attached eva fray, which indicates the gouge was create via friction. The manual add port had been used, as evidenced by cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings and the customer report that the leak was discovered at the end user site, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.